Event description:
Legal counsel for patient reported that patient underwent total left hip arthroplasty on (B)(6) 2006 and total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a right revision procedure was performed on (B)(6) 2011 due to patient allegations of implant loosening, implant migration, metallosis, pain, limp, swelling, tissue reaction, inflammation, scarring, damage to surrounding bone and tissue and lack of mobility. There has been no reported revision for the left hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from the patient¿s revision operative (op) notes reports an erosive change in the anterior-superior portion of the femoral neck consistent with a change in the position of the femoral head and acetabular impingement. Op notes also report a brownish discoloration of the synovial fluid and osteophytes were observed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components.¿ and ¿loosening or migration of the implants may occur.¿ and ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-02036, -02064, -04994, and -04995).